Event description:
It was reported that farawave 31 mm was selected for use. It was mentioned that during ablation, myocardial tissue was caught in the catheter, causing the inquire guidewire to become stuck inside the catheter. No perforation was noted. Intra-procedural anticoagulation therapy was used. Thus, the catheter was replaced and the procedure was completed successfully. No damage was noted on the device. No patient complication was reported.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.